Event description:
It was reported via repair work order that the patient left toprail was broken at the latch spindle mounting flange resulting in the siderail not latching no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.